Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak "outside the machine in the base." Renal therapy service (rts) guided hp to remove the cassette and end therapy. Rts advised the hp to contact their peritoneal dialysis registered nurse regarding the issue. Proper procedures per user manual were discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-03225. All information can be found under manufacturer report number 1416980-2024-03225. Should additional relevant information become available, a supplemental report will be submitted.